Event description:
It was reported to boston scientific corporation that a polaris ultra stent was removed from the ureter during a rigid ureteroscopic lithotomy procedure in the ureter, performed on (B)(6) 2019. On (B)(6) 2019, polaris ultra stent was implanted in the ureter. According to the complainant, during the unplanned stent removal, it was noticed on a flexible ureteroscope that the stent was broken into half along the shaft. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code and device code 1069 captures the reportable event of stent shaft broken. Block h10: a polaris ultra stent was returned for analysis. A visual evaluation of the returned device found that shaft was stretched and detached. Additionally, the stent was received with calcification at several locations and other residues were observed inside of the extrusion. Based on product analysis, and all compiled information, the issue occured during theprocedure (withdrawal/closure), no issues were reported by the user during the unpacking, preparation and introduction. Moreover, the stent was returned with calcification residues and the section detached is stretch. Therefore, it is possible that removing the stent with calcification difficult the stent removal, as a resulting in the stent stretch / detached. Therefore, 'adverse event related to patient condition' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirmed that the accepted device met all manufacturing specifications. . A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was removed from the ureter during an unpalrigid ureteroscopic lithotomy procedure in the ureter, performed on (B)(6) 2019. On (B)(6) 2019, polaris ultra stent was implanted in the ureter. According to the complainant, during the unplanned stent removal, it was noticed on a flexible ureteroscope that the stent was broken into half along the shaft. Another polaris ultra stent was implanted to the patient and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.